Manufacturer narrative:
Aso received returned samples from the consumer and evaluated for adhesion properties on (B)(6) 2016. In addition, aso reviewed records of biocompatibility tests for materials used to manufacture the same type of products. Refer to section for further details.

Event description:
Consumer reported that she used adhesive pad to cover incisions and after a couple of hours using the device she discovered that it was hurting. She reported that she had blistered and bruised areas.